Event description:
Bd 1ml luer lock syringe (B)(4), exp. 02/28/2025, lot#0084702 syringe has a small white mass inside barrel, attached near the plunger end of the syringe; not noticed until fluid drawn into syringe. Sequestered the syringe. FDA safety report ID# (B)(4).